Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient wanted this implantable cardioverter defibrillator (ICD) to be deactivated and could not go to the hospital as the patient was too ill to travel. The health care professional (hcp) stated that a written physician order was ready. However, the field representative then explained that the ICD could not be deactivated and could only be done when the patient was in the hospital. In addition, the hcp had stated that a magnet was placed over the patient's ICD several days ago that caused a steady beep which was unpleasant or upsetting with the patient and the significant others. An attempt to obtain additional pertinent information was unsuccessful. To date, this ICD remains in service. No adverse patient effects were reported.